Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt developed increased spasticity. The hcp conducted x-ray photo to check if any catheter migration, break or kink. Result showed no anomaly. At the previous refill ((B)(6) 2011), there was no abnormal infusion rate confirmed. On (B)(6) 2011, a catheter dye test showed a leak around the back pocket. The doctor determined the catheter was damaged, and replaced the catheter on the same day.